Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed and delivered therapy while the patient was in the bathroom. Additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.